Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: imk49jb53 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and there was an elevated ventricular threshold. The lead was capped and replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported asa result of this event.